Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-03379. The patient has two leads from the same lot. It was reported the patient has been experiencing overstimulation at the ipg site since being in a physical altercation. It was also reported the patient has been experiencing pain at the ipg site. X-rays were taken and revealed no anomalies. An impedance check revealed low impedance on several contacts. Reprogramming was unable to resolve overstimulation at the ipg site. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report#: 1627487-2016-03379.follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.